Manufacturer narrative:
Additional information: based on the received information, the recipient does not benefit from the device anymore. In situ testing is indicative of a device malfunction. However to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. No information on a possible re-implantation date has been received yet.

Event description:
The user was implanted in 2017. The device has worked normally until recently when the user reported that she cannot hear any sound when using the audio processor (ap). Re-implantation is considered, but no date has been stipulated yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted in 2017. The device has worked normally until recently when the user reported that she cannot hear any sound when using the audio processor (ap).

Manufacturer narrative:
Additional information: based on the received information, the recipient does not benefit from the device anymore. In situ testing is indicative of a device malfunction. However, to determine an exact root cause for the device malfunction a device investigation on the explanted device would be necessary. In addition, the recipient is no longer within indication criteria for vibrant soundbridge. Re-implantation with a cochlea implant is considered but no date has been scheduled yet.

Event description:
The user was implanted in 2017. The device has worked normally until 2021 when the user reported that she could not hear any sound when using the audio processor (ap). Re-implantation is considered, but no date has been stipulated yet.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. Other mechanical damages found are attributable to the removal sugery. In addition the recipient was no longer within the indication criteria of the device. This is a final report.

Event description:
The user was implanted in 2017. The device has worked normally until 2021 when the user reported that she could not hear any sound when using the audio processor (ap). The device has been explanted.